Manufacturer narrative:
Result: the neuron max 088 long sheath was fractured approximately 3.0 cm from the hub and kinked approximately 3.2 and 4.0 cm from the distal tip. The neuron max 088 long sheath was ovalized approximately 15.0 and 69.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron max 088 long sheath was fractured during preparation for use. Evaluation of the returned product confirmed that a fracture in the proximal shaft of the catheter. The catheter was also kinked approximately 3.2 and 4.0 cm from the distal tip and ovalized approximately 15.0 and 69.5 cm from the distal tip. This type of damage typically occurs if the product was improperly handled after being removed from the packaging. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088. During preparation for the procedure, the neuron max was broken. This device was not used on the patient.